Manufacturer narrative:
Additional narrative: the serial number was unknown. Therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the surgeon could not attach the cutter device to the attachment device when used together. There were no delays to the planned surgical procedure as an identical cutter device was available to complete the surgery successfully. The reporter stated that the handpiece device worked properly. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.